Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The user followed the reprocessing steps in accordance with the instructions manual. The procedure was able to be completed. The device was inspected for abnormalities before use. The device was not used on a patient with foreign material. The precleaning was done immediately after the procedure was completed. The mu-1 maintenance unit was used to flush the channel. The black seals on the air and water valve were not damaged. An adapter was used for manual cleaning. There were on shavings on the mounting parts of the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii gastrointestinal videoscope had no air/water flow. The event was found prior to an unknown diagnostic procedure. The scope was not used, and another scope was retrieved to complete the procedure. There was no adverse impact to the patient. Upon inspection and testing of the customer returned device, the nozzle was found clogged with foreign material. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
In addition to the following non-reportable malfunctions were found during the device evaluation: light guide rod lens chipped, charge coupled device cover lens chipped, distal end connector cover cracked, bending section rubber glue separated, connecting tube scratched, air /water nut paint peeled off, suction cylinder nut paint peeled off, universal cord scratched and wrinkled, connector seat holder unit corroded, right left/up down knob angulation issues, water contact / water removal failed, air flow failed, water function specify water flow. Was inadvertently checked; the reporters title is unknown. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.